Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected, and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The balloon being torn longitudinally could have been interpreted by the customer as the reported event of balloon burst. The tear is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagus dilation procedure performed on march 13, 2023. During the procedure the balloon was used to dilate the lesion, and while applying pressure, the balloon burst at 18cm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagus dilation procedure performed on (B)(6) 2023. During the procedure the balloon was used to dilate the lesion, and while applying pressure, the balloon burst at 18cm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.